Manufacturer narrative:
The reference c25-1422 has been allocated to this case by rayner. The event description provided states that the lens did not deploy. The limited information available indicates that there was patient contact; however, no further information has been provided. No patient harm or injury is reported. The device has been discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 113229237 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isoalted event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113229237. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 9th july 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens did not deploy.